Manufacturer narrative:
The device investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified; the alleged pump data issue was verified.

Manufacturer narrative:
Distributor received and tested pump. The reported fill estimate issue could not be verified; however, the pump personal profile menu was missing data. Section d: device available for evaluation the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H6: code 3196 added.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to customer's blood glucose.